Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the unit's reload has misfired. There was no patient injury as reported.